Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage in the tubing on 17-may-2024. The infusion set was not in use for more than 72 hours. The blood glucose level at the time of event was high (specific value unknown) and patient resolved it with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).